Manufacturer narrative:
On an unreported date, the patient was hospitalized for the event. On an unreported date, antibiotic treatment was discontinued and the patient was recovered. Peritoneal dialysis therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with vancomycin injection (1 gram, once in four days, route and duration not reported) and amikacin injection ( 125 mg, once daily, route and duration not reported) for peritonitis. At the time of this report, the patient outcome was unknown and action taken with dianeal therapies were not reported. No additional information was available.